Event description:
Based on incorrect dates from blood pressure cuff connected to health buddy 2 appliance, high blood pressures taken in the past were incorrectly interpreted as being in the present. The physician adjusted the pt's medication on the basis of the results reported, without seeing pt, resulting in symptoms of dizziness and lightheadedness. The pt was admitted to the hospital the weekend of (B) (6), as a result of an unrelated incident related to pre-existing conditions.

Manufacturer narrative:
Health buddy appliance is indicated for use in non-clinical settings to collect and transmit historical data to healthcare professionals to help support effective management of their pts. The health buddy appliance is not intended to provide automated treatment decisions, nor intended for use as a substitute for a healthcare professional's judgment. All pt medical diagnosis and treatment are to be performed under the supervision and oversight of a healthcare professional. The intended use is not to provide automated treatment decisions, yet the pt was not seen by health care professional before the medications were adjusted.